Event description:
It was reported that the patient was seen in the clinic and was twenty pounds heavier. The patient had heart failure exacerbation with fluid overload. The patient was admitted and diuresed. A right heart catheterization was done, and the patient's lasix dose was increased. Patient was discharged home off of metoprolol due to having a slightly lower blood pressure after the diuresis. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: the ventricular assist device (vad) (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient was seen in the clinic and was twenty pounds heavier. The patient had heart failure exacerbation with fluid overload. The patient was admitted and diuresed. A right heart catheterization was done, and the patient's lasix dose was increased. Patient was discharged home off of metoprolol due to having a slightly lower blood pressure after the diuresis. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, worsening heart failure is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of volume overload and worsening heart failure. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Concomitant medical products: product ID: 419688; product type: lead; implanted: (B)(6) 2015. Product ID: dtba1d4; product type: ICD; implanted: (B)(6) 2015. Product ID: 6935m62; product type: lead; implanted: (B)(6) 2015. Product ID: 5076-52; product type: lead; implanted: (B)(6) 2015. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in the clinic and was twenty pounds heavier. The patient had heart failure exacerbation with fluid overload. The patient was admitted and diuresed. A right heart catheterization was done, and the patient's lasix dose was increased. Patient was discharged home off of metoprolol due to having a slightly lower blood pressure after the diuresis. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: the ventricular assist device (vad) (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient was seen in the clinic and was twenty pounds heavier. The patient had heart failure exacerbation with fluid overload. The patient was admitted and diuresed. A right heart catheterization was done, and the patient's lasix dose was increased. Patient was discharged home off of metoprolol due to having a slightly lower blood pressure after the diuresis. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, worsening heart failure is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of volume overload and worsening heart failure. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Concomitant medical products: product ID: 419688; product type: lead; implanted: (B)(6) 2015. Product ID: dtba1d4; product type: ICD; implanted: (B)(6) 2015. Product ID: 6935m62; product type: lead; implanted: (B)(6) 2015. Product ID: 5076-52; product type: lead; implanted: (B)(6) 2015. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.